Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels ranging from 200-400 (mg/dl). Customer administered correction boluses to address elevated bg levels. Recommendation was made to customer to discuss pump settings and possible factors that may affect bg levels with health care provider.